Event description:
Adverse event(s): no patient injury reported (no known impact or consequence to patient). Product problem(s): "laser probe had the connector slip off the fiber" (material separation). The facility reported that during surgery a laser probe had the connector slip off the fiber. There was a 20 minute delay in surgery. The patient impact is unknown. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)